Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.the following sections were corrected: b4, d4, g3, g6, h2, h4, h10.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Visual examination of photographs provided showed signs of repeated use and the trial was fractured at the bottom of the stem. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during kit inspection, the provisional was found to be fractured. No adverse consequences were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and corrected information. The complaint samples were returned and visual examination of the products identified signs of repeated use (nicked/gouged) and the distal portion of the post had fractured off. As the device had a potential field age of five (5) + years and exhibited signs of repeated use, the root cause of the reported event is attributed to wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.